Event description:
It was reported that during a hemorrhoidectomy procedure, the staples would not hold. The staples stayed open on 1/3 of the anastomosis. The surgeon completed the case by manual suture. No problem post procedure on the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. A batch record review was performed and no anomalies were noted during the mfg process.